Event description:
Unomedical reference number (B)(4). Event occurred in the spain it was reported that, the patient experienced seven kinked cannula issues and events were occured on various dates (B)(6) 2024. The symptoms were noticed within 3 hours of insertion. The infusion set was in use for a few hours. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-10243 - device 1 of 7.